Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. The investigation also determined that this device also exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the devices spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited increases in pace impedance measurements on both the right atrial (ra) and right ventricular (rv) leads but the measurements were noted to still be within the specification limits. It was also noted that the rv lead sensing is good, but the rv threshold has increased from 1.3 volts one year ago to 3 volts currently. In addition, there have not been any ventricular events that exhibit noise but there have been more than 5,000 atrial tachy response (atr) episodes recorded. The most recent electrograms (egms) all exhibit respiratory rate trend (rrt) signal noise on the ra lead which is being oversensed by the device. The ra and rv leads are not boston scientific products. Boston scientific technical services (ts) discussed with the healthcare provider (hcp) that the lead impedance trend does not indicate lead fracture and provided requested guidance on programming changes to increase the duration setting in one zone from 10 to 15 seconds, program off the rrt sensor and change the mode to a ventricular-only pacing and sensing mode with a lower rate limit (lrl) of 40 beats per minute. The hcp indicated they will continue to monitor the patient as the sensing and pacing are working and the patient is not pace therapy dependent as they never receive ra or rv pacing therapy. The products remain in-service. No patient symptoms or adverse patient effects were reported.